Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, difficulty crossing occurred. The target lesion was located in the distal left circumflex (cx) artery. The physician attempted to advance the 2.5mm x 32mm taxus liberte coronary stent delivery system (sds) however; the sds would not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, analysis of the 2.5mm x 32mm taxus liberte coronary drug-eluting stent (des) system revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the taxus liberte stent delivery system was returned with the balloon tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Visual and microscopic examination of the device identified stent damage. Strut rows along the length of the stent were raised. Kinks were identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).